Event description:
It was reported that during the implant procedure the guidewire was rough going down the lead and resistance was felt, which the physician noted was abormal. It was further reported that after continued internal friction, the lead was pulled out of the body and blood was observed in the distal end. The lead was removed and replaced. No injury was reported as a result this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and replaced. No anomalies were found. Blood/body fluid was observed on the distal conductor.